Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported patient underwent total left hip arthroplasty on (B)(6) 2013. Subsequently patient started experiencing pain and instability within a year after surgery. Patient is also reporting pain in the groin area and pain and problems when having intimate relations. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received additional information was requested but was not available. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis: pain and instability cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. Conclusion summary: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received, therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. The implants are still in vivo. No further information received if a revision will be performed or not. Based on the given information and the results of the investigation. The complaint cannot be confirmed or reproduced. This is a split case withzimmer inc. Warsaw reported on (B)(4). Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a bioloxâ® delta, ceramic femoral head, m, 36/0, taper 12/14 on the left side on (B)(6) 2013. The patient started experiencing pain and instability within a year after surgery.